Event description:
The following information was reported under the stellar registry: nine months post cypher implant, this patient is reported to have died. The patient expired at home and the cause of death is reported as a myocardial infarction.